Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), leaflet prolapse, calcification, and chordae rupture upstream of the calcification. During a mitraclip procedure, posterior leaflet damage was suspected during implantation of the first clip. Despite leaflet damage the first clip remained stable on the leaflets. A second clip was successfully implanted to further reduce the mr. At the end of the procedure, when the vascular access was closed, the second clip detached from the posterior leaflet. Per the physician, the fragility of the mitral valve contributed to the single leaflet device attachment (slda). The mr remained unchanged. There was no conversion into surgery, the patient is monitored in the intensive care unit. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury associated with posterior leaflet damage appears to be related to patient conditions (fragile mitral valve/leaflets). Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.